Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 3 years ago. Proximal aorta was 28 mm in diameter and 10 mm in length above aneurx cuff. Vessel morphology was not reported. It was reported that the patient was treated with an endurant cuff, to fix a type ia proximal endoleak. During the procedure, the endurant cuff was deployed perfectly without issue. When they were going back to balloon the graft, they could not recannulate the bifurcated stent graft on the right side. The physician then switched to the left side and ballooned successfully. An angiogram was run and it was noticed that the right side was not filling as well as the left. The physician decided to measure the pressure of both limbs and discovered the right limb was lower than the left (80 vs 120, respectively). The physician then ballooned again and did another angiogram run, which look normal. Another pressure measurement was taken and the left limb was 105 and the right was 90, which was acceptable. Afterwards, when trying to determine why there was an issue with the right limb, the physician realized originally he place the two limbs directly within the cuff, using a technique similar to kissing stents. They believed that the length of the cuff was such that it was originally slightly covering the right limb (original cuff was length 40 and new cuff was length 49), but somehow the ballooning resolved the covering. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak, implanting limbs within cuff. Conclusions: implanting limbs within cuff.